Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6)1995 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced obstruction.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lysis of adhesion, bilateral salpingo-oophorectomy, sacral colpopexy, cystoscopy and posterior colpoperineorrhaphy; due to rectocele and vaginal vault prolapse. It was reported that the patient experienced pain, infection, urinary problems, bowel problems, organ perforation, recurrence and dyspareunia. It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was removed concurrently with exploratory laparotomy with lysis of adhesion, small bowel resection and cholecystectomy. (B)(4).